Event description:
On (B)(6) 2011, additional information was received when it was discovered that the vns patient was having her vns generator replaced on (B)(6) 2011. The explanted generator was returned to the manufacturer for product analysis on (B)(6) 2011 that has not yet been completed.

Event description:
It was reported by the pt that following a mammogram, she had pain around the generator site. Diagnostic testing on the device showed it to be properly functioning; however, the pt's physician decided to "go ahead and replace" the vns. A replacement surgery in the future is likely.

Event description:
On (B)(6) 2011, additional information was received when it was discovered that the reason for the patient's battery replacement was prophylactic reasons. Product analysis on the generator revealed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The physician later reported that there was no relationship between the patient's pain and vns and the pain was not associated with vns stimulation. The physician also reported that the patient's diagnostic results prior to battery replacement were within normal limits; specific results were not provided.